Event description:
It was reported that the customer intermittently experienced high blood glucose (bg) levels of approximately 504 mg/dl. A manual insulin injection was administered, and a bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional. Reportedly, the high bg was caused by the customer using "a bad batch of insulin vials". Customer declined all further troubleshooting.